Event description:
During shift check, the autopulse platform (B)(6) displayed user advisory 12 (lifeband not present). The customer stated that there is no issue with the integrity of the lifeband, and there is a chip in the platform housing near where the lifeband attaches. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory 12 (lifeband not present) was confirmed in the archive data but not confirmed during functional testing. The autopulse platform functioned as intended. Visual inspection verified the customer's reported issue of a chip in the platform housing near where the lifeband attaches. The observed physical damage appeared to be the characteristics of harsh impacts, most likely attributed to mishandling. The bottom enclosure will be replaced to address the issue. The archive data review revealed multiple ua12 advisory messages on and around the customer's reported event date, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform passed the initial functional test without fault or error. The belt switch assembly was evaluated as a possible root cause for the reported ua12 advisory; however, it was within the specification. The ua12 advisory message was not replicated during testing. Zoll is awaiting the customer's approval for repair.